Event description:
Adverse event(s): "significant problems with lights; glare" (visual disturbances). Product problem(s): "striations" (no code available [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). A consumer reported that following bilateral intraocular lens (iol) implant surgery, that a corneal specialist found striations in both iols which were causing the consumer problems with lights, especially when driving at night. The consumer reported problems with glare. His surgeon told him that she observed fibers on the iols. The surgeon reported that she gave the consumer a trial of medications in an attempt to improve his problems with glare. The consumer has been referred to another ophthalmic surgeon who diagnosed him with wrinkling of the posterior capsule versus iol striations. In a follow up, the event continues. An unapproved viscoelastic was used during the implant procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/27/2010, 07/28/2010, 08/02/2010, 08/03/2010, 08/10/2010, and 08/19/2010 by phone, fax, and mail. A completed questionnaire was received on 08/16/2010. (B)(4)